Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges the snp box will keep the chair turning after letting the command go.